Event description:
On (B)(6), an amazon customer commented that the product was false negative. A customer said that the product gave false negatives in every test and that too many false negatives made people sick. Customer bought 3 packs. The user used a test on a tuesday and the result was negative. On friday, the user tested positive at the hospital. The user's mother took the test on that saturday and she initially came up negative and after 2 hours the test came back positive but it says not to read tests that far after. The user came home from getting the positive test from the hospital and took another of these tests and it came back negative. The user took another one the next morning and it still said negative even though the hospital said he/she was positive. The user's mother then took a different test and it came up negative. Finally that day they had other brands tested and all came back positive as expected. Every single box had false results and both tests in the multiple boxes were false negative. The user said that they exposed more people because of there were false results that other brand don't have these issues. Importer comments: this report contain more than one reportable MDR case (the initial reporter and reporter's mother). This report is for reporter's case. We report in clt-md-us-23-004 for other case. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.